Event description:
It was reported that during a mid-urethral sling procedure using an obtryx system - halo device, the mesh was torn. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Block h11: with all the available information, boston scientific concludes that the reported allegation of the mesh torn could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review performed for the obtryx lynx device confirmed that the event of mesh torn material is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the obtryx lynx device is acceptable. Based on the information available, a conclusion code of cause not established was assigned to this investigation since the investigation was unable to determine a probable cause for the complaint event based on the available information. Block e1: complete address of the healthcare facility: (B)(6). Block h6: device code a0414 captures the reportable event of mesh torn.

Event description:
It was reported that during a mid-urethral sling procedure, using an obtryx system - halo device, the mesh was torn. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Block e1: complete address of the healthcare facility: (B)(6). Block h6: device code a0414 captures the reportable event of mesh torn.

Manufacturer narrative:
Boston scientific concludes that the reported allegation of the mesh torn could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation since the investigation was unable to determine a probable cause for the complaint event based on the available information. (B)(6). Device code a0414 captures the reportable event of mesh torn.

Event description:
It was reported that during a mid-urethral sling procedure using an obtryx system - halo device, the mesh was torn. The procedure was completed with another of the same device. No patient complications reported.